Event description:
On 08/08/2007- received telephone complaint, pt experienced "toxic reaction". On 08/09/2007 physician report: physician put the right soft lens in the right eye, immediately got severe pain and discomfort. Removed the lens and went to hospital. Advised it was an infection and given chlorophenicol [sic]. Examined by physician in 2007, observed a generalized punctate stain with severe conjunctival chemosis with bulbar hyperemia. The next month, reviewed again, punctate stain less prevalent but still there with associated conjunctival chemosis with bulbar hyperemia. On the same day reviewed again, punctate stain less prevalent but still there with associated conjunctival chemosis. Decided to refer to ophthalmology. Diagnosis toxic keratitis. On 10/23/2007, physician reports situation still ongoing and pt has been prescribed presnisolone.

Manufacturer narrative:
Eval summary: visual inspection: 1 lens had swarf and a large nonmanufacturing edge split present, 1 lens had swarf and a nonmanufacturing edge fault present. Eval found a particle of lens material attached which occurred during the mfg process. It cannot be confirmed whether or not the defects are related to the pt's complaint. See scanned page.